Manufacturer narrative:
Product event summary: the field service engineering report (fser) and data files were returned and analyzed. The data files showed at least three injections performed with the non-returned balloon catheter without issue on the date of the reported event. The data files do not record the reported issue of the high baseline flow icon. Per the fser, during inspection of the console, it was found that the nut attached on the bottom portion was loose with one thread showing. The nut was tightened and the issue was resolved. The console passed all inspection and was deemed appropriate for use. In conclusion, the high base line flow icon was confirmed by the fser. However, this product issue reported (high baseline flow icon) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician.

Event description:
(B)(6) 2016: it was further reported that the console was serviced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction.

Event description:
It was reported that during a cryo ablation procedure a system notice was received indicating that there is a problem with the system. A persistent baseline flow icon was also reported. The coaxial umbilical was changed, the console was rebooted, and other troubleshooting was performed to no avail. The procedure was aborted with the patient under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.